Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 441 mg/dl. Customer stated that the buttons were not responding. Customer had tried to change battery and nothing changed, they have had button issues hence their blood glucose was 441 mg/dl. Customer stated act button did not worked. Customer stated time advanced. The insulin pump will be returned for analysis.